Manufacturer narrative:
One cadd solis vip pump was returned for analysis for the complaint of an air in line alarm. It was observed that the device had a damaged lens. Functional and sensor testing was performed to try to confirm he issue. The reported issue was not verified and could not be duplicated. There was no fault found with the pump and the device passed all functional testing.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited an air in line alarm, even after priming. No patient was involved in this event. No adverse effects were reported.